Event description:
It was reported that the left ventricular (lv) lead pace impedance has been greater than 2500 ohms since (B)(6) 2018. The field representative reprogrammed the pace impedance configuration from the lead tip to the right ventricular (rv) lead and the pace impedance measured 526 ohms. All the other lead measurements were acceptable. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was reported, indicating that this left ventricular (lv) lead had a failure to capture, in 6 vectors. This was in addition to the high out of range impedances, previously reported. The lead was subsequently removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 32.5-34.5 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
This product has been returned and device evaluation was completed.